Event description:
It was reported that the handpiece began overheating during a surgical procedure. There were no reported pt complications. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor malfunctioning. The motor, press plug, and ball bearing were each replaced. Service repaired and returned the device to the customer.